Event description:
Additional information was received that the hematoma has healed.

Manufacturer narrative:
Date of events is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed a hematoma at ipg site. As a result, the patient was hospitalized, surgery occurred to explant the ipg, a drain was placed, and antibiotics were administered.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.